Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The patient's daughter reported that the patient began feeling very tired, and questioned if it may be related to the device. Daughter stated that the patient has had vertigo for years and that after the device had been "adjusted", the patient "went downhill from there." Daughter also reported that patient was "tired of this thing [device] clicking", and mentioned that the patient "was not happy" with a medtronic field personnel that checked the device prior to the last device check. The device remains in use. No patient complications have been reported as a result of this event.